Event description:
At about 9 years from primary revision surgery due to asepting stem loosening. Stem, head and liner revised.

Manufacturer narrative:
Batch review performed on 04 november 2025. Lot 162211: (B)(4) items manufactured and released on 28-june-2016. Expiration date: 2021-06-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events since the release. Visual inspection: during the analysis it is evaluated that, looking at the stem body, an opaque white film is visible on a small region of one side of the proximal part of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.